Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device reset was observed after a surgery when a magnet was applied. The patient will be monitored. As of today, the decision was not to replace the device due to the condition of the patient.